Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This document represents our initial and final report.

Event description:
Procedure performed: colon surgery. Patient status: no patient injury or illness occur associated with the complaint event when I was at the hospital on (B)(6) the surgeon reported that she had problems with the voyant open fusion one week before. It was an open procedure at the colon and the patient had a peritonitis. The sealing with the eb040 did not work properly. As surgeon reported it looked as it sealed only selectively, not over the full length of the branches. She had she same result several times. Surgeon also told me that the tissue of the patient was very wet. Additional info received by phone from rep on 20sep2017: the rep clarified that the complaint is insufficient hemostasis. Hemostasis seemed to only work in part of the seal. The rep thinks it might be because the intestine was probably perforated. The surgeon indicated that this patient had a severe form of peritonitis. The hospital has discarded the handpiece after the surgery. Additional info received from rep on 28sep2017: hemostasis was achieved partially by coagulation, partially by suturing the dot-like bleeding. The surgery was completed by the current conventional technique: coagulation and ligatures, dissection with overholt additional info received from rep on 29sep2017: it's not known which vessels and arteries were sealed exactly. It must have been the vessels in the mesentery and at the colon. The surgeon only uses voyant for the small and medium vessels. For bigger ones they are placing ligatures for safety reasons.